Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure/method (pulling the device against resistance). The safety and effectiveness of the perclose proglide device have not been established in patients with antegrade punctures. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the posterior cuff captured the posterior needle, but the posterior needle broke. The anterior cuff failed to capture the anterior needle as evidenced by undisturbed anterior cuff tabs and anterior needle barb. Additionally, there was a broken posterior foot which was not returned with the device. The broken posterior needle is consistent with the plunger not being completely depressed until the collar of the plunger is in contact with the body of the device, resulting in the posterior cuff capturing the posterior needle but both failing to be ejected completely out of the posterior foot pocket. The instructions for use (IFU), under device placement section, states: while maintaining the device position at a 45-degree angle, deploy the needles by pushing on the plunger assembly (in the direction marked number 2) until the collar of the plunger makes contact with the proximal end of the body. Visually confirm that the collar of the plunger is in contact with the body of the device. Also detected was a broken needle follower. This is indicative of closing the lever prior to retracting the needle plunger. The IFU instructs the user to retract the needle plunger to retrieve the suture prior to closing the lever to return the foot to its original position and remove the device. Because the posterior cuff and needle were not completely ejected out of the foot pocket, the plunger was not removed from the device, and the foot was not closed; twisting and forcibly removing the device from the patient anatomy would break the foot and the posterior needle as observed. The IFU, under the precautions section, states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined (device placement section). Excessive force used to advance or torque the perclose proglide device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. A query of the complaint database for this lot revealed no other incidents with difficult device removal. There does not appear to be any indication of a lot specific product quality deficiency. A review of the product lot history record did not reveal any non-conforming material records associated with this lot that would have contributed to the reported complaint. Based on the investigation findings, the probable cause for the broken posterior foot, broken posterior needle, and broken needle follower is incorrect device deployment and removal techniques. Because the needle trajectory of every device is checked twice during manufacturing, the probable cause for the anterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiency was detected.

Event description:
It was reported that arteriotomy closure was attempted in a non-calcified right common femoral artery (rcfa) using a proglide device, after an interventional procedure via antegrade stick. Reportedly, when the physician retracted the plunger the needles did not capture the suture. The proglide device was attempted to be removed from the patient's anatomy but it could not be retrieved. Some force was used to pull it out but it could still not be retrieved. The opposite groin (left common femoral artery/lcfa) was accessed and a tear at the rcfa was noticed. The proglide device was ultimately removed and a covered stent was placed to repair the tear. The lcfa was closed with a non-abbott device. This issue did not prolong the patient's hospitalization, the patient did not have any adverse sequelae and was discharged that evening. A 7fr sheath was used with the closure device. The physician is trained in the use of the proglide device. Though requested, no additional information was provided.